Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump motor. The device was evaluated upon receipt. A DHR is not required as the reported event is not an out of box failure, and therefore, the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was failing the calibration for error 25 (patient temperature 2 out of adjustment range limit), it would be coming in for a tank harness. Per sample evaluation results on 18sep2024, it was reported that the circulation pump had dried out bearings.